Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold measurements increased to greater than 2 volts and a decrease of lead impedance from 475 ohms to 437 ohms. Additionally, the patient¿s thorax body fluid levels were out of specifications which caused the lead to have no capture. Performance data revealed a gradual increase of capture for approximately 14 months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing and pacing capture threshold in the rv (right ventricle) was elevated.